Event description:
During bi-ventricular assist device support of a pt, the console stopped pumping on the left side and went into low pressure, low flow alarm. Pt was switched to a backup console with no problems. Abiomed field service examined the console, but could not reproduce the symptom. The pt was placed back on the console with no further problems. Additional follow-up was done after the pt was off the device. Again, the problem could not be duplicated. An air leak was detected in the compressor gasket. However, there were no flow problems associated with it. The gasket and cover were replaced. The console is functioning without problems.